Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that when they turned their therapy back on, they weren't having much therapeutic benefit from their ins. Patient stated that the security personnel in the cruise used a security wand that turned the patient's therapy off, then, they turned their therapy back on, but they weren't having much "effect." Patient confirmed that it's been about 3 weeks since the issue started in (B)(6), but they had to have an emergency surgery, which delayed them reaching out. The agent walked patient through connecting to their ins and patient was able to increase their stimulation to a comfortable level. Agent reviewed general therapy information and patient will continue to monitor symptoms. Redirected to their healthcare provider (hcp) if the issue persists.